Event description:
Drug infusion pump stops and restarts at random times. On (B)(6) 2010, I had a drug pump with morphine surgically implanted. Several months later, I began complaining to my doctor that it seemed as if the pump was not working at times and that the original pain was recurring. I also mentioned numerous times that I felt very sick. Each month the pain seemed to be getting much worse. During one visit, I was told that I was badly constipated. I also had diarrhea, headaches and nausea. The symptoms had me confused, I had no idea what was wrong with me. My doctor told me I was not trying and that he was disappointed. One year later, I discovered there was a recall for the medtronic pump and the symptoms I had were exactly what I had been suffering through for the past year. Withdrawals and return of pain. Date of use: (B)(6) 2010 - (B)(6) 2012. Severe chronic pain, cauda equina syndrome.